Event description:
It was reported that the procedure was canceled. A 230v rotablator console kit assy gen was selected for use. During preparation, it was found that the pedal leaked air. The procedure was canceled. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was canceled. A 230v rotablator console kit assy gen was selected for use. During preparation, it was found that the pedal leaked air. The procedure was canceled. There were no patient complications reported.